Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial lead implant procedure, no abnormity noticed during inspection prior to use. During the operation, for patient¿s heart was dilated, ipl was chosen as atrial lead. However, the impedance was unable to measure. Physician replaced the atrial lead with a different lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.